Event description:
It was reported by service report that the brakes would not hold. It is unknown if there was patient involvement or if there were adverse consequences to report.

Manufacturer narrative:
Evaluation result: brake cam.